Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the customer reported complaint was confirmed and replicated. During power-on test, the c-54 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis. As a result of these findings, failure analysis concluded that the probable root cause of the reported event is attributed to component failure.

Event description:
It was reported that after a da vinci-assisted surgical procedure, generator was showing the errors c-54 and c-33. After the restart and re-seating, the cable these errors persisted. The procedure was completed with no report of patient harm. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.